Event description:
Patient's mother reports ER treatment due to low blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation deomonstrated that the pump was operating within required and delivery accuracy.